Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead dislodged. The lead was programmed off and no patient symptoms were reported.